Event description:
In late 2008, the patient reported that she has been experiencing intermittent elevated blood glucose of 300 mg/dl that began 2 weeks ago. Her normal blood glucose range is 70-150 mg/dl. Symptoms of elevated blood glucose are feeling "itchy". To lower her blood glucose, the patient would change the infusion set and insulin cartridge and bolus 7 units of insulin. She then switched to her backup infusion device and her blood glucose returned to a normal level of 120 mg/dl. The patient believes the primary infusion device is not delivering insulin properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.